Event description:
The customer called into philips to report there is an intermittent connection with the therapy cable and there is some visible wear on the connector. There was no reported patient involvement / adverse patient impact.